Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the charger will come on but will not inhibit driver control. The chair drives while the charger was plugged in.